Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that following a pacemaker system extraction, this right atrial (ra) lead was attempted to be implanted. Multiple positions were tried, resulting in the helix being extended and retracted many times. On the final attempted to position the lead, the helix would not retract. The fixation tool was turned slowly up to 45 times but the helix still would not retract. The lead was removed from the patient with the helix extended. The physician questioned the safety of a lead in which the helix could not be retracted for removal, but no harm to the patient occurred. Another lead of the same model was implanted successfully. No adverse patient effects were reported.